Manufacturer narrative:
The possible cause that is supported is that the user rolled the device the wrong way when removing the deice. If this were to occur and the electrode became caught, it could possibly be torn from the balloon. Even though the electrode was found coiled in the wrong direction, there was no significant damage found to suggest the electrode was torn from the balloon.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
Energy coil on the balloon slid off the balloon exposing a concerning design feature that could potentially perforate the esophagus. Issue was found upon removing the probe from the patient after the procedure was complete.